Manufacturer narrative:
This supplemental hass been created to update h10 and h11 complaint has been evaluated and is similar to report number 1644408-2023-00555; 342-10-710, s805 - wear/excessive wear, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to poly became worn down, loose in extension and flexion.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01342; 385-09-510, s805 - wear/excessive wear, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.